Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was unable to be completed at time of call. Customer will reportedly change pump supplies at a later time and resume insulin delivery. Customer's blood glucose ranged from 219-350 mg/dl.